Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The permanent cautery hook instrument was analyzed, and fa was able to confirm the reported complaint. The instrument was found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected with no damage noticed before the procedure. The surgeon was separating the gall bladder from the liver when the issue occurred. The black cable was just out of the pulley with no damage. There was no wire exposed and no thermal damage. There was loss of cautery and no collisions with other instruments. No fragments fell .

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook (pch) instrument stopped working and the system generated a recoverable fault. The customer decided to retreat and examine the instrument and noticed a cable sticking out of the pulley. The instrument was traded for the same kind of instrument. The procedure was converted to laparoscopy with no reported injury.